Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 160 units. Reportedly, the cartridge was filled with 250 units of insulin. Prior to calling tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.